Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Additional information was received from the field representative that the cause of high oor sli was not determined. The patient was brought to the clinic, the device was checked and impedance measurements were normal. There was no noise and no other problems were noted. They will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.